Event description:
End user fell while using the rollator. Pain medication was prescribed.

Manufacturer narrative:
The end user reported that she was coming out of a door to a medical bldg and the rollator slanted. She sought med attention and was diagnosed with bruising on her left side. No serious injury was diagnosed but she was prescribed norco for pain as needed. She reported that the rollator had been difficult to push for some time and that she felt the brake was stuck. She states she continued to use the device despite her concern with the brake. The sample was returned and evaluated. One spoke was found to be broken at the hub of the left rear wheel. The brakes were tested and found to be adjusted properly. The manner in which the spoke had broken allowed the wheel to elongate and as a result, the wheel was rubbing against the side of the brake lever. This most likely led the end user to think the brake was engaging. Signs of impact were observed on the wheel hub. No voids were observed and the plastic did not appear to be brittle. As stated in the user manual, the brakes should be checked for proper operation. Moving parts should be checked to make sure they are in good working order. The root cause of the broken wheel spoke is not known. Due to the need for medical intervention, and in an abundance of caution this medwatch is being filed.